Event description:
It was reported, during preparation for use the rigid video scope was not working and had possible loose wires. No patient harm reported.

Manufacturer narrative:
The customer's allegation was confirmed. In addition, the device evaluation found a dented objective frame and a loose lg adapter. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.